Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD), both leads were screwed into the device. Testing performed, and the right ventricular (rv) lead had to be re-positioned due to bad detection. Physician unscrewed both leads, and re-positioned the rv lead, and then tried to reconnect both leads, however the screw on the rv channel was blocked into the connector, was impossible to screw and appeared to be in the wrong way. As a result, the physician had to remove the rv lead from the connector. It was also reported that the screw fell to the ground, and was subsequently replaced. After, the rv lead was connected oversensing was observed on the rv channel. Physician decided to replace the ICD. No patient complications have been reported as a result of this event.